Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. Hfid # (B)(4): the investigation identified a potential false negative in the lcx region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality review resulted in a decrease in the ffrct value from 0.83 to 0.68 in the lcx region. Heartflow was able to confirm with the ordering physician that the reanalysis did not result in consequences or impact to the patient.

Event description:
Heartflow identified a potential false negative result.